Manufacturer narrative:
The review of the data provided confirmed the reported issue: the device switched to standby mode on (B)(6) 2026, at 10h12. During the interrogation of the device on (B)(6) 2026 at 10h12, most probably telemetry errors occurred and triggered incorrect values for some bytes. The programmer detected them and switched to standby mode. At 10h35, the subject device was correctly re-initialised. No malfunction is suspected on the subject device.

Event description:
Reportedly, the patient was planned for MRI on (B)(6) 2026 at (B)(6). Before undergoing MRI, the device was interrogated to activate MRI mode. At interrogation the following message appeared: "implant is in standby mode - interrogation stopped. Do you want to reinitialize the implant, which will require a few minutes". The team clicked on yes but removed the telemetry after a short time before the process was finished. After a few minutes the device switched to vvi 70. Afterwards it was possible to perform the MRI and program the previous normal parameters. Did a device reset happen and was this reset mode active for a longer time? If yes is there a reason for device reset?